Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during flexor hallucis longus-transfer surgery the surgeon pre drilled holes with a 6mm drill bit and attempted to fixate the tendon with the reported screw. However, the reported device broke off during the implantation. The surgery was finished successfully with a new device with the same part number. Per complaint reporter there was no harm for patient, operator or third party. It was not necessary to switch the surgical technique or do a second surgery. Update 12-mar-2026: further information was provided that the first screw was removed after it broke off and replaced with a new one with the same part number.